Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel the ¿tingling¿ (stimulation) as of (B)(6) 2018. They noted that they felt it during the trial. The patient described still having the external neurostimulator (ens)-3531 and the (B)(6) phone handset but did not have access to the proper programmer for the implantable neurostimulator (ins). They confirmed that they had gone through the trial and had the permanent implant. The patient was redirected to their healthcare professional (hcp) to inquire about getting the proper equipment. There were no further complications reported or anticipated.